Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event of helix issue was isolated to the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
During an initial implant procedure, decreased sensing variation was observed on the right atrial (ra) lead. The ra lead was repositioned; however it was not possible to extend the helix. The ra lead was explanted and replaced to resolve the event. The patient was stable.